Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the upper case, bail covers, ring cover and battery drawer were broken, the lower case was broken and contaminated, the battery release was contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the serial number label was torn. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.